Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings:a review of the black box indicated one loss of prime warnings had occurred on 08/12/2015. The pump powered on normally and successfully completed rewind, load, and prime steps with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no issues. The force sensor calibration was found to be within required specifications. The complaint could not be duplicated on investigation.